Event description:
It was reported that the patient underwent aortic valve replacement and bypass surgery in 2008. The patient tolerated the procedure well and an echo was performed at about one month later, that revealed a normal functioning valve. At approx 3 months later, the patient presented with acute pulmonary edema and was hospitalized. Five hours after admission, tee revealed an elevated gradient and severe stenosis with no calcification, pannus, or thrombus. The patient worsened and the family refused emergency surgery, requesting the patient be transferred to the implanting hospital the next morning. Prior to being transferred a percutaneous valvuloplasty was performed; however, after dilation was attempted twice, the leaflets would not open and the elevated gradient persisted. The patient went into cardiac arrest in the ambulance, did not respond to CPR and expired. The family refused autopsy and therefore the valve was not explanted. Additional information has been requested.